Event description:
The patient reported that on 04/07/2006 she noticed that her tubing was detached from her infusion set. She reported that she did not experience any adverse event. The patient administered an injection of insulin to cover for a meal that she had eaten. No medical assistance was required. Product not returned.

Manufacturer narrative:
H6: product not returned for eval. Issue described to agency in recall# 2183996-03/21/06-001-r.